Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The facilities maintenance found the power control module (pcm) was defective. The facility replaced the pcm to repair the bed.